Event description:
Adverse event: pt was brought to (B)(6) emergency dept on (B)(6) 2017 by her roommate. The roommate reported the pt could not think or speak normally and was experiencing pain near cochlear implant site. She was diagnosed with cochlear implant complications on (B)(6) 2017. Product problem: pt reports sound signal from processor has been intermittent since her activation appt. Repots device function has become less reliable over time.